Event description:
It was reported that during a vaporization of the prostate procedure, the laser was firing out of the end of the fiber at 51,437 joules and 7:11 minutes of use. A second fiber was used to complete the procedure without any clinical consequences to the patient.

Manufacturer narrative:
A device history record review (DHR) review confirms the device met all manufacturing specifications and a risk review confirmed that the event is accounted for in the risk documentation. Analysis showed that the device appeared to have minimal usage. The glass cap exhibits mild devitrification and the metal cap exhibits mild detritus adhesion on surface. The fiber was tested with hene laser fixture and the aim beam is present at the fiber output window. The bevel edge appears in good condition. The connector cone, segments, and tabs appear in good condition and secured. The fiber was visually inspected and there were no signs of fractures or breaks that could have contributed to forward firing; therefore, the as reported event cannot be confirmed. An evaluation conclusion code of no problem detected was assigned to this investigation. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during a vaporization of the prostate procedure, the laser was firing out of the end of the fiber at 51,437 joules and 7:11 minutes of use. A second fiber was used to complete the procedure without any clinical consequences to the patient.